Event description:
The reporter stated the surgeon inserted and removed a cq2015a collamer aspheric three piece lens due to the surgeon's decision to use a different type lens. The lens was torn upon removal from the patient's eye and there was no patient injury. The reporter stated there was no allegation of a product malfunction.

Manufacturer narrative:
Device evaluated by manufacturer: no. Other: no lens returned in unit carton.